Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were unable to be accessed. A technical support specialist checked for the device on hsv, and it showed a communication issue. The tss advised the user to check the network issue on the hospital's end. The user accounts for both users were checked and found to be active on the server. A follow-up email was sent to the user, but there was no reply. The system functioned as intended after the technical support specialist informed the customer to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue in which the user was unable to access the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.